Event description:
On (B)(6) 2015, dental office reported a case of a patient who required tooth extraction. The (B)(6) male patient had a 33m espe lava ultimate cad/cam restorative for cerec crown placed on tooth #18 on (B)(6) 2012. The tooth had a history of prior decay and a root canal prior to placement of the lava ultimate crown. On (B)(6) 2015, the tooth was extracted because the underlying tooth structure had broken.